Event description:
It was reported the patient received the following results within 15 minutes: 55 mg/dl and 226 mg/dl. The customer had low blood sugar symptoms of sweating. She self-treated by eating crackers with peanut butter and felt better.